Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was not impacted due to the customer delivering boluses in between occlusion alarms. Tandem technical support was unable to troubleshoot as issues occurred in the past.